Event description:
It was reported that a patient underwent a left pulmonary vein line procedure with an ez steer¿ thermocool® nav bi-directional catheter and noise on all electrocardiograms occurred. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable because at this time we are unable to confirm the presence of any electrocardiogram signal free of noise for the physician to monitor the patient heart rhythm and this could potentially contribute to a death or serious injury.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a left pulmonary vein line procedure with an ez steer thermocool nav bi-directional catheter and noise on all electrocardiograms occurred. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per 21 cfr, part 803, this complaint is reportable because at this time we are unable to confirm the presence of any electrocardiogram signal free of noise for the physician to monitor the patient heart rhythm and this could potentially contribute to a death or serious injury. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). As lot #: 16106818m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) is related to the same event. (B)(4).